Event description:
A surgeon reports a patient with a decrease in bscva following a clinical study. At 3 months post-op, this patient experienced approximately a 1-line decrease in bscva in the left eye. Ucva improved from >20/100 to approx 20/18. Patient noted at 1 and 3 months post-op exam, vision was great.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. This report mailed in to FDA on: 07/26/2007.